Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl) while wearing the pod on the arm. Symptoms reported include dehydration and vomiting. The patient was treated with cortisone and saline via intravenously.